Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the facility due to pain at the pocket site. Bacterial infection was suspected and the entire system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.